Event description:
Pt to surgery, prone position on c-arm table with laminectomy pads. Midline incision made. Placement of pedicle screws placed and tested with c-arm. Repeat views performed and inferior screw on right was removed and replaced. Bar placed on the right and tightened, left side same. Cages fitted and filled with allograft. Incision closed. Pt taken to pacu. Abdomen tense. Back to surgery. Pre-op diagnosis: iliac vessel injury post-op, diagnosis: iliac vessel injury.